Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient reported corrosion and white stuff in the battery compartment as well as being unable to power up the patient programmer (pp). The patient then indicated that the pp had never worked for them and they had not done anything with it for 4 years. The patient replaced the pp batteries, but the pp still did not work. The patient then reported that they were recently hospitalized last week due to pain at their implant site in their back. Additionally, the patient noted that their urinary symptoms had resumed and the patient was "urinating everywhere, but they fix it" and the patient experienced pain when driving. The patient went on to indicate that they felt like therapy never worked and wanted it taken out, but then indicated that after seeing a manufacturer representative (rep) they fixed it and it was now helping their symptoms. Patient status is unknown at the time of this report and no ins malfunctions were reported. There were no further complications reported or anticipated.